Event description:
Customer reportedly received results of lo (less then 9 mg/dl) and 139 mg/dl on the active s system within 10 minutes. No action taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.